Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified no device irregularities. A bin hopping analysis noted that device is operating in the middle of the second bin. The battery status was reset for electrical testing. Moreover, device behavior indicates that it changed current bins after being programmed. This resulted in the observed premature battery depletion.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited premature battery depletion (pbd). Few months ago, device longevity showed 1 year remaining but currently at end of life (eol) status. Additional information received indicated that this device was explanted due to early end of life (eol). No additional adverse patient effects were reported.